Event description:
It was reported by service report that headend left siderail was stuck in the low position and the siderail cable was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results - timing link and carriage, siderail cable.